Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 13.2mm, vticmo13.2, -16.50/5.0/094 (sphere/cylinder/axis), implantable collamer lens was exchanged for a same length lens on (B)(6) 2020. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that on (B)(6) 2020 the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye. The lens was later explanted on an unknown date for an unknown reason. A new lens of same length but different diopter was implanted and the problem was reportedly resolved. (B)(6) 2020. H6- health impact code corrected from 2645 to 4627. Medical device problem code corrected from 3189 to 2993. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Corrected data: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage . H1- serious . Claim# (B)(4).